Event description:
It was reported that while using the device, the device failed to suction and remove the serous exudate. As a result, there was evidence of pooling and maceration to the peri-wound. In addition, it was reported the device did not alarm as intended.